Event description:
Follow up with the clinic found that the cause of the low impedance and polarity switch were not determined. Also, based on medical judgment it was elected to not do any surgical intervention nor reprogramming, and to continue with routine follow up.

Event description:
It was reported that the atrial lead had low impedance measurements and a polarity switch occurred. It was also reported a lead warning was triggered. The lead was reprogrammed from unipolar pacing configuration to bipolar pacing configuration; however, it was noted that the lead may have "flipped back to unipolar." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5092 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis found there atrial pacing impedance was out of range low with (B)(4) low impedance paces since lead warning and 73 prior to the lead warning on (B)(6) 2012. There was an alert for a lead warning on (B)(6) 2012. Also there were pacing mode switches. The analyst commented there were 1004 mode switch episodes. The atrial lead current average impedance was 266 ohms and lifetime min of 236 ohms. Atrial capture management (acm) is stable and within range, max amp settings between 2 and 2.75 volts unipolar. No successful bipolar acm measurements in last 60 weeks.